Event description:
While trying to activate the safety shield 2 times it did not lock, staff never heard the "click". Staff routinely tapes the wings down when drawing from pt. On this occasion, the tape stuck to the glove and it recoiled out of the sharps container and stuck pt. The safety shield was over the needle but not locked. Hosp policy for treatment was followed. Lot number unknown, no product available. Tape left on wings may have impeded shield to safety lock.